Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the patient experienced hemorrhagic transformation of infarct involving  left ganglio-capsular region less than 30% on (B)(6) 2023. This event resulted in prolongation of an existing hospitalization. The start date of the hospitalization was on (B)(6) 2023 and the end date of hospitalization was on (B)(6) 2023. This event resulted in additional treatment, aggressive antiedema measures. The patient recovered and the issue resolved on (B)(6) 2023. The investigator assessed this adverse event (ae) as not related to the study procedure, causally related to the disease under study, not related to an underlying condition, and not related to the study device. Investigator rationale for the relationship to system or procedure was the hemorrhagic transformation of infarct (ph1) is part of stroke outcome. Cec adjudicated the ae as possibly related to the procedure and disease under study. Sponsor aligns to cec.